Event description:
The st.jude rep phoned to report double counting in the ventricle, which lead to inappropriate therapies. Pt also reported that the lead impedance was fluctuating. The lead was capped.